Manufacturer narrative:
One opened trocar hub assembly in small parts tray was received. The returned sample was visually inspected and found to be nonconforming with an overlapped septum and the slit was not completely closed. The sample was functionally tested for leak test and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocars were manufactured to specifications. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported liquid leakage between infusion line and trocar valve bring difficulty to maintain intra-ocular pressure during a cataract-vitrectomy combination surgery. The surgery was completed on the same day after another trocar was reinserted and one more wound was made. There was no patient harm.